Event description:
The site reported that during the implant procedure for a light adjustable lens (lal, sn (B)(6), 24.0d) a capsular bag tear occurred. The surgeon performed a vitrectomy and placed the lal in the sulcus. Rxsight's first awareness of this event was on (B)(6)2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #:(B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. After the initial MDR report, the treating physician confirmed that the light adjustable lens (lal, sn (B)(6), 24.0d) was implanted backwards and opted to explant the lens on (B)(6) 2023. Manufacturer reference #: (B)(4).

Event description:
The site reported that the light adjustable lens (lal, sn (B)(6), 24.0d) was explanted on (B)(6) 2023 due to it being implanted backwards. Rxsight's first awareness of this event was on (B)(6) 2023.